Event description:
A hydratome rx sphincterotome was returned to boston scientific corporation on (B)(4) 2012. A preliminary investigation on (B)(4) 2012 revealed that the device tip was torn, working length and wire were twisted, distal pierce hole melted and the device was unable to bow. In addition, the complainant informed boston scientific corporation on (B)(6) 2012 that the hydrotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed with another boston scientific corporation sphincterotome device, and there were no complications to the patient.

Manufacturer narrative:
Preliminary investigation results of working length melted. Analysis of the returned hydratome rx revealed that the working length/distal tip with exposed cut wire was twisted. The extrusion at the distal pierce hole was melted, and the device did not meet the bowing specification. Additionally, the tip was damaged/cracked and the distal end of the cut wire was blackened. It was found that the cut wire melted /split the extrusion during the procedure. The tear (elongation of the distal pierce hole dimension) combined with the twisted working length including exposed cut wire affected the bowing functionality of the device. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.